Manufacturer narrative:
Follow-up # 1 (05/12/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011, it was noted that the meter passed all testing with no faults found. On (B)(6), 2011, it was noted that the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the alleged issue began on (B)(6) 2011 at around 3:25pm. The patient reported blood glucose readings of "15.4 and 2.6 mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. It is not known whether the patient was taking any diabetes medications or whether the patient took any action regarding her diabetes management routine at the time the alleged issue began. A few minutes prior to the alleged issue, the patient claimed she was shaking, sweating, and confused; which she associated as low blood glucose symptoms to the reading of "2.6 mmol/l/". In response to her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the results obtained were from the same approved sample site, and the subject meter's unit of measure was set correctly. The patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to obtaining the alleged issue. The alleged reading of "2.6 mmol/l" correlated with the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.